Event description:
Related manufacturer reference number: 2017865-2022-46211. It was reported that the patient presented in clinic for a follow up. Upon interrogation it was noted that the right ventricular (rv) lead exhibited noise oversensing. Furthermore, the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes were made and the patient continued to be monitored. The patient was stable throughout.